Event description:
This follow up report is being submitted to include the lab evaluation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x oats-8.5-5 of lot number c1958125 was returned to cirl for evaluation. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 18 oct 2022. Visual inspection: pushing catheter, guiding catheter, positioning sleeve, introducer and pre-loaded stent returned. Kink observed 41 cm from end of pushing catheter. No defects observed on stent. The pushing catheter, guiding catheter, positioning sleeve, introducer and pre-loaded stent returned. Kink observed 41 cm from end of pushing catheter. No defects observed on stent. A 0.035 inch wire guide passes freely through stent. Image review: n/a. Documents review including IFU review: prior to distribution all oats-8.5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the oats-8.5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1958125. The instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the user did not follow the instructions for use. The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could be attributed to the user error of the physician failing to adhere to the instructions for use. It may be noted that the user failed to unlock the luer lock/wire guide locking device as per the IFU ( ifu0096-1) and also used a non-recommended wire guide (0.025") with the device. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 13-dec-2022.

Event description:
The device was advanced over the wire guide in order to place the stent. However, the patient was small and the common bile duct was so short that the physician could not place the stent. The procedure was abandoned with no further treatment. There have been no adverse effects to the patient reported. Sales rep's comment: according to the me, the physician did not disconnect luer-lock fitting on the introducer after advancing the introducer to the site where the radiopaque marker band on the introducer was located past the stenosis, then pushed the whole device including the introducer during an attempt of the stent placement, which was almost perforating the duct. That seemed to be why the procedure had to be stopped. I think the cause was a technical error. I need to explain how to use the device again and submit the investigation result report proving that there was no defect on the product itself. User error: incorrect size wireguide used - visiglide 0.025/ olympus lab evaluation date: (B)(6) 2022. Lab evaluation complete on (B)(6) 2022. Visual inspection: pushing catheter, guiding catheter, positioning sleeve, introducer and pre-loaded stent returned. Kink observed 41 cm from end of pushing catheter. No defects observed on stent. Functional inspection: 0.035-inch wire guide passes freely through stent. <additional information> prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd for all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. 2 what was the target location for the stent? Common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. N/a 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide 0.025/ olympus 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. Est 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? 16 was a straightener used to straighten the stent? - c1958125/ oats-8.5-5 17 (if any damages were confirmed prior to use)was the package damaged? For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Fuji ed-580t 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 6 was resistance encountered when advancing the wire guide to the target location? No 7 was resistance encountered when advancing the introduction system in place to the target location? No 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? Fluoroscopy 10 where was the stricture located in the duct? Common bile duct 11 was the stricture dilated prior to placing the device? No 12 was resistance encountered when advancing the stent through the obstructed area? No 13 after placement, was stent position verified? 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: n/a 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? N/a 20 if yes, please indicate what tools were used during retrieval. N/a 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
PMA 510k# k851962. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.